Manufacturer narrative:
(B)(4). This MDR was initiated as part of a CAPA-driven remediation effort related to filing of mdrs for complaints/events outside of the us (ous). As part of this remediation, pentax medical performed a retrospective MDR assessment of all ous events/complaints received since jan 2013. The retrospective assessment of this event prompted pentax medical to file this report. (Exemption number e2015036).

Event description:
Pentax medical was made aware of a report from pentax (B)(4) stating "malfunction of co2 insufflation. The valve does not separate the co2 flow when not in operation, therefore co2 is insufflating uncontrollably," involving pentax model of-b130. The customer returned 2 valves to the manufacturer for evaluation. The manufacturer performed a functional and visible inspection on the 2 valves and reported the following findings for each: "sample 1: functional inspection determined the valve could be set on the scope, but the top button could not be pressed at all. Visible inspection determined the shaft of the valve is not vertical. It was found that it looks slightly bent. Sample 2: functional inspection determined the valve could be set on the scope, and could be pressed normally. But it found that the gas and water are leaked without any pressing the button. Visible inspection determined the valve for the opening and closing is slightly inclined." The manufacturer concluded: "regarding sample 1, the shaft of the valve was slightly bent, and lost the button function. It concluded that this valve had the excessive load on the shaft. Regarding sample 2, also the valve for open and close was slightly bent, and also visibly the damage track on the side of the valve [ ], it concluded that this valve also had the excessive load." In addition, no discrepancies were noted on the manufacturing records.

Manufacturer narrative:
Hoya corporation pentax (B)(4) office, specification developer, registration no. 9610877 pentax of america, inc., importer, registration no. 2518897. Pentax of america, inc. (Importer) is submitting the report on behalf of hoya corporation pentax (B)(4) office (exemption number e2015036).

Event description:
No further information has been received for this event, therefore pentax medical considers this medwatch report closed.